Event description:
Info was rec'd via a clinical study that during a right internal carotid artery (ica) stenting using an angioguard xp embolic protection device and two precise stents, the pt developed hypotension, reported by the physician as likely due to the post dilation with a 5mm balloon (unk) at 6 atm. Intravenous drip of etilefrine hydrochloride was administered, and the pt recovered within the timeframe of the procedure. There were no neurological symptoms and the pt was discharged from the hosp without further reported events. There were no issues with the angioguard or precise stents. The pt was diagnosed as symptomatic stroke as the vessel was 85% stenosed. There was mild calcification and no vessel tortuosity. Pre-dilation was performed with an unknown 3.5mm balloon at 7 atm. Pre and post medications included aspirin, clopidogrel sulfate, atrovastatin calcium hydrate, furosemide, vogilibose, glimepiride and nicorandil. Additionally heparin was administered pre-procedure and post procedure.

Manufacturer narrative:
Facility reviewed the device history records relevant to the manufacturing, inspecting and packaging of lot 02402233 which corresponds to cordis angioguard lot 70908504. The history records indicate this product was final inspection tested at facililty, and was determined to be acceptable. This product will be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt. This is one of three products involved with the same pt and reported under mfg number 9616099-2009-01400 and 9616099-2009-01401.